Event description:
It was reported that patient experienced right heart failure on (B)(6) 2024. The patient's cardiac index (ci) was less than 2.0 l/min/m². This was not considered to be device related as this was due to progression of underlying disease.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section e3 correction manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. It was communicated that the facility cannot provide an answer as to whether the right heart failure existed prior to lvas support and cannot provide the performed plan of treatment. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until they reportedly received a heart transplant on the usual waiting list. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. A is currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU lists potential adverse events, including right heart failure, that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. No further information was provided. The manufacturer is closing the file on this event.